Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was likely caused by the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The lot number is unknown, therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm on the homechoice (hc) during dwell 2. The home patient (hp) reported a supply bag had fallen and disconnected. The technical service representative (tsr) had the hp cycle the power off and on to clear and end therapy. Tsr had hp disconnect using aseptic technique and remove the cassette. The hp will notify the peritoneal dialysis (pd) registered. Proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.